Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received insulation and conductor damage was found at 32.8-33.8cm from the connector pin consistent with clavicle crush damage. The rv conductor insulation was abraded. This is consistent with the observation from the field of noise and impedance issues.

Event description:
It was reported that the patient presented to the hospital after receiving several inappropriate shocks due to noise. A decreasing rv lead impedance was also observed. During explant procedure, insulation damage was observed. The physician suspects subclavian crush. The lead was replaced.